Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was used. Approximately three months later, the patient presented with prolapse of the abdominal wall. The patient underwent a reoperation and heavy adhesions were found. The mesh was removed and a second like mesh was implanted.

Manufacturer narrative:
(B)(4): it was reported that a patient underwent a laparoscopic recurrent hernia repair procedure on (B)(6) 2011 and mesh was used and fixated with absorbatacks. The patient was discharged from the hospital on (B)(6) 2011. (B)(6) 2011 the patient developed a new buldge in the abdominal wall. A re-operation was performed on (B)(6) 2011. Slight adhesions were present and the mesh was adhered to the omentum. The mesh was not removed and a new like device was placed on the abdominal wall.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.